Event description:
The facility's biomed reported a fail code 812:00, which occurred during patient use. There was no patient injury or medical intervention or medication being infused. Information was requested by baxter regarding the bag or syringe being used, the volume to be infused, and the infusion rate, but no information was available. Additional contact information was requested but no additional contact was identified. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.